Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice due to bad positioning. The valve was implanted. Following the valve implant, angiography revealed an aortic dissection that occurred between the recaptures. The patient subsequently died due to the dissection. It is unknown what caused the dissection.